Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Revision to the initial MDR in blocks f10 and h6 as reported impact codes. This supplemental report was created to capture information corrections. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of a different model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the patient developed tamponade from an undetermined cause and the decision was made to complete the atrial and lv lead implantation at a later time. The tamponade was not necessarily related to the lead. It required drainage, and the patient was observed for four days before completing the initial implant. The patient was discharged after receiving a new ra and lv lead. The lead was returned for analysis.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of a different model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the patient developed tamponade from an undetermined cause and the decision was made to complete the atrial and lv lead implantation at a later time. The tamponade was not necessarily related to the lead. It required drainage, and the patient was observed for four days before completing the initial implant. The patient was discharged after receiving a new ra and lv lead. The lead will be returned for analysis.

Manufacturer narrative:
Revision to the initial MDR in blocks f10 and h6 as reported impact codes. This supplemental report was created to capture information corrections. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of a different model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the patient developed tamponade from an undetermined cause and the decision was made to complete the atrial and lv lead implantation at a later time. The tamponade was not necessarily related to the lead. It required drainage, and the patient was observed for four days before completing the initial implant. The patient was discharged after receiving a new ra and lv lead. The lead was returned for analysis.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of a different model was successfully implanted. No adverse patient effects were reported.